Event description:
The pt implanted with this implantable cardioverter defibrillator (ICD) had died. The history of this pt was reported to have been a hospitalization for a non-cardiac related issue. The pt was reported to have gone into a abnormal rhythm, which necessitated implantation of this ICD. The pt's condition was reported to have deteriorated, requiring subsequent hospitalization. A slow heart rate and a pulse that was difficult to find was reported. The pt started to eat less, talk less and later passed away. An allegation was received that the device did not shock the pt to start the heart again.